Event description:
During a lower anterior resection procedure, while a ralc45 was being fired via an idrivec, the firing stalled and could not be continued. The procedure was completed by use of another device.

Manufacturer narrative:
The returned idrivec was found to have a broken wire, thus creating an open circuit. The open circuit was the direct cause of the failure to complete the staple firing. This unusual event will be monitored. Evaluation summary: the start-up sequence completed normally then with a dlu attached a slow flash red indicator light displayed when a button pressed. Root cause: the main motor in the motor gearbox assembly rotated in the gearbox causing a broken wire rendering the motor inoperative.